Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Multiple venous air alarms occurred during a routine hemodialysis treatment. Partial rinseback was performed resulting in an estimated blood loss of 100cc. No medical intervention was reported.

Manufacturer narrative:
The disposable cartridge was not available for evaluation. No problems were found during evaluation of the cycler. The exact cause of the venous air alarms cannot be determined. The user's guide contains adequate instructions regarding the troubleshooting and manual recovery from air alarms. There is no evidence from the treatment log file that the operator attempted to troubleshoot the alarms. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.